Event description:
Additional information: it was reported that the patient was seen on (B)(6) 2012. It was noted "no adverse events reported". On (B)(6) 2012, the patient was seen for a pump refill. The patient experienced weakness, fatigue, confusion, and very high blood sugars. The patient was "seen every 2 weeks and has had no adverse events with prialt". The doses of fentanyl and bupivacaine were reduced in the pump due to positive effect of prialt. It was indicated that the patient was frequently confused and frustrated due to her overall pain, decreased function, and exacerbations of her other conditions. It was noted that the patient had "mistakenly labeled prialt as cause" of "all of her problems" when in fact her functional level was improving slowly. The patient was counseled every visit about remaining patient and "allowing for titration to effect". It was noted that the patient recovered.

Event description:
Additional information was reported on 2011-(B)(6), that the patient was a chronic pain patient. The patient's reported pain was suggested to not be an adverse response to the drug prialt, which was added to the pump approximately "three weeks prior to 2011-(B)(6)." The medication required titration over a period of months. The patient had excellent pain relief from the prialt when it was used in a bolus trial. The patient's pump also contained fentanyl and bupivacaine. It was later reported that the patient was being "adjusted" in the use of prialt in the pump. The dosage was increased every fourteen days. The patient experienced "psychosis" from the use of prialt. The patient's pain was not under control. The previously reported catheter issue was clarified as a "twisted" catheter ("twisted like a telephone cord"). The patient experienced "complete" withdrawal. In the past, the patient's pump flipped continuously, and it was necessary to "manipulate and flip" the pump in order for it to be filled. As of the date of this report, the pump was moving in the pocket, with the top of the pump moving and flipping. The patient also experienced side effects when dilaudid was used in the pump. No further details were provided. However, the patient experienced edema in the legs when dilaudid was used in the pump. The use of fentanyl in the pump did not provide pain relief. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Event description:
It was originally reported that (B)(6) of having the pump implanted, the pt had very little problems, but has had so many problems (B)(6). It was later reported that the pt was found incoherent at her home (B)(6). She was brought to a hosp. Her pump had been flipping for (B)(6). At a refill the actual residual volume was greater than the expected residual volume. All the medication was still in the pump. A revision was performed due to the "catheter was a mess". It was discussed prior to surgery to move the pump to the left side since there was scar tissue over right side from previous gall bladder surgery, but the pump remained on the right side. It was noted that she had swelling in legs prior to surgery. The pump medications were changed from dilaudid and bupivicaine to fentanyl post surgery. Oral neurontin was administered. (B)(6) ago prialt was added to the pump and fentanyl was decreased. She has become moody and kicked her grandkids out of her house. She has requested to have prialt removed from the pump. Add'l info has been requested.

Event description:
The catheter and pump only lasted 3 months. The pump was also replaced. The pump was not stable, the top was sticking out. When dilaudid and bupivacaine were in the pump she went into withdrawal. Currently prialt was in pump which she was not having good luck with. The patient was going to discuss with her physician about relocating the pump to the other side of her abdomen.

Manufacturer narrative:
(B)(4).